Event description:
The customer reported via phone call that the paramedics were called on (B)(6) 2014 to treat the customer's low blood glucose. It was found the customer lost muscle control and was unable to walk. The customer also reported they were incoherent at the time of incident. The customer's blood glucose was 20 mg/dl at the time of incident. The customer was not hospitalized. The paramedics treated the customer with an IV solution. Troubleshooting for the customer's blood glucose was declined. It was also found the customer had a seizure from a blood glucose event in (B)(6) 2014. The details of the adverse event was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.